Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.5, lab: 2.0. Time between tests: 1 hour. Therapeutic range: 2-3.

Manufacturer narrative:
The customer did not provide lot number or return products for investigation. Further investigation was not possible without add'l info. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, and a lot number was not provided, manufacturing record review was not performed and further investigation was not possible. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.